Manufacturer narrative:
Product analysis: analysis confirmed the customer¿s comment that the battery drawer would not latch. The battery drawer assembly arm was found to be broken. The output connector had a black wire loose from the printed circuit board (pcb) connector. Additionally, two lower-case battery cover screws were loose, one lower-case battery cover screw was stripped and over-torqued, and the main seal was pinched in the lower-case battery cover. It was noted that one case screw was contaminated, and all six case plugs were damaged and had tool marks, indicating the device had been disassembled and reassembled by a non-authorized person. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) battery compartment was unable to latch. The epg was returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.